Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In (B)(6) 2016 the hearing performance of the patient decreased. As per new information received the patient was re-implanted and subsequently activated.

Manufacturer narrative:
Conclusion: based on measurements performed on the device whilst it was implanted and during explant investigation, it must be assumed that the explantation was not due to a technical problem. The patients perception was unsatisfactory, however, no technical problem could be detected. The investigation showed that the electronic circuit is functional. The electrodes show damage that is most likely attributable to the explantation surgery. Based on the patient report the reason for the reduced benefit for the patient seems to be non-device related. This is a final report.

Event description:
In (B)(6) 2016 the hearing performance of the patient decreased. In situ measurements showed a functional device and CT scan indicated the array to be situated inside the cochlea. There was no illness, anatomical problem or trauma reported. As per new information received the patient was re-implanted and subsequently activated. It was stated in the device explantation report that the active electrode lead and the reference electrode were severed during explantation. The patient is hearing well with the new device.